Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02933. It was reported the patient had been receiving ineffective stimulation due to high impedance. As a result, the patient's leads were explanted and replaced (with a single lead/different model). Surgical intervention addressed the patient's issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02933.